Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09310. It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery. The lesion was treated with implantation of 3.50x38mm and 3.50x20mm synergy ii everolimus-eluting platinum chromium coronary stents system. However, twenty minutes after the procedure, the patient came back with stent thrombosis. The physician used an aspiration catheter, angiojet coronary thrombectomy system and did aspirated thrombus ratio (atr) , intubation and additional dilation to treat thrombosis and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Outcomes attrib. To ae corrected from required intervention to death. Type of reportable event corrected from serious injury to death. (B)(4).

Event description:
It was further reported that there was no antiplatelet medication given pre-procedure but angiomax was given to the patient during the procedure. While transporting the patient back to the room post stent implantation, the patient's heart rhythm slowed greatly and they became unresponsive. The patient was then brought back to the cath lab and angiogram was performed. Before and during angiogram cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The thrombosis started in the most proximal stent. The thrombus burden was so large and continued more through the distal stent. Multiple passes with a non bsc aspiration catheter was performed, but still a lot of thrombus remained. Angiojet was then utilized and it took multiple long runs to clear the vessel of the thrombus burden. At the time of thrombosis, the patient was given 600mg plavix; however, the patient had difficulty in swallowing the plavix and so the it was crushed and given through a nasogastric tube (ngt). However, the following day post procedure, the patient died.